Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a unknown zimmer mmc cup on (B)(6) 2010. The patient was revised on (B)(6) 2015 due to pain, discomfort, elevated metal ion levels, fluid accumulation, and aseptic loosening.

Manufacturer narrative:
Investigation results were made available. Trend analysis: n/a as no reference number was available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Review of event description (event details, per): it was reported that the patient received an unknown mmc cup on (B)(6) 2010 and was revised on (B)(6) 2015 due to loosening, pain, high ion level and fluid accumulation. Review of received data: only attorney documentation has been received for investigation. This document does not contain more information than what is listed in the reported event. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: IFU: the zimmer mmc cup must not be adjusted in the acetabulum after impaction. Any attempt to move the cup will reduce the primary stability of the prosthesis which may compromise bone on-growth and affect the longevity of the implant. Root cause analysis: it is possible that the reported high level of ions is a result of the processes which took place at the head adapter connection. It is also possible that 3rd body wear could lead to unexpected high wear rate. It is also possible that wear rate increased due to malpositioning of the devices. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the components is unknown. Wear measurement and deep surface analysis were not possible. Patient factors that may affect the performance of the components such as bone quality, bmi, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Conclusion summary: a tissue reaction like metallosis, pseudotumor or metal allergy can be a post-operative risk for metal on metal (mom). In example, metallosis of hip is well known issue in the literature dedicated to mom joint replacements, and is defined as aseptic necrosis, local necrosis or loosening of the prosthesis secondary to metallic corrosion and release of wear debris. More generally, mom hypersensitivity reactions are increasingly being recognized as a cause of osteolysis, loosening, and subsequent failure in the short- to intermediate-term follow-up of mom-thas. For these reasons armd (adverse reaction metal debris) is also considered as an indication of loosening. Moreover, complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s "instruction leaflet for endoprosthesis." However, an exact root cause for the pain felt by the patient, loosening of the cup and for the high ion levels in blood could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).